Event description:
A physician reported that, following the intraocular lens (iol) implant procedure, the patient had had a visual acuity of 5/10 and an astigmatism of 2 at day 3 of post-operation. The surgeon checked the implant centering and the biometer calculations and there is nothing to report from these. On day 10, the patient was still at 5/10, so the surgeon exchanged with non-company iol. The patient and wanted us to analyze the lens to see if the implant had the right power, i.e. +20.5 diopters. Additional information received and stated at day 3 va was 6/10 sc with a little edema additional information has been requested.

Manufacturer narrative:
The lens was returned in a clear liquid inside a specimen cup. The optic was cut from edge past center, which is typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided it is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the company lens 20.5 d (1.5 extended depth of focus) lens was replaced with a non- company toric lens. The patient's visual acuity before the replacement was indicated to be 5/10 and an astigmatism of 2. The visual acuity after the replacement was indicated to be 6/10. The diopter and toric power of the replacement lens was not provided. The manufacturer internal reference number is: (B)(4).